Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro device self-activated when it was connected to the power supply and cable. The power supply and cable were switched out; however, the device still self-activated. A replacement hemopro device was used to complete the procedure. The hospital did not report any patient effects. It is unknown if the hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. (B)(4).